Event description:
It was reported that during a lower anterior resection procedure, a coloproctostomy was performed. There was an incomplete staple line. The surgeon stitched around the incomplete staple line. There was no danger to the patient. There was no reported patient consequence.